Event description:
Voluntary report no: (B)(4) stated: "(B)(4) 2013: post hip replacement surgery with use of stryker orthopaedic products; trident hemispherical acetabular shell and secur-fit max 127 neck angle hip stem. Hip pain did not resolve with surgery and actually worsened even with full course of physical therapy and appropriate recovery post surgery. Symptoms experienced: pain with flexion and rotation of leg, inguinal pain experienced when performing the motion to get in and out of vehicle and assistance is needed due to pain."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding malposition/pain involving a trident shell was reported. The event was confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. A review of the provided information by a clinical consultant indicated that the patient¿s iliopsoas tendinitis is likely due to acetabular malposition. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Review of strykers records noted that this device was not part of a recall there have been no other events for the reported lot. The exact cause of the patients pain could not be determined because insufficient information was received. However, it was noted by a clinician that the patient¿s iliopsoas tendinitis is likely due to acetabular malposition

Event description:
Voluntary report no: mw5029830 stated: "volun (B)(6)-2013: post hip replacement surgery with use of stryker orthopaedic products; trident hemispherical acetabular shell and secur-fit max 127 neck angle hip stem. Hip pain did not resolve with surgery and actually worsened even with full course of physical therapy and appropriate recovery post surgery. Symptoms experienced: pain with flexion and rotation of leg, inguinal pain experienced when performing the motion to get in and out of vehicle and assistance is needed due to pain."